Manufacturer narrative:
The t:slim cartridge user guide cautions that insulin should be at room temperature before filling a cartridge. No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer received a minimum fill message. Reportedly, the cartridge was filled with 300 units of insulin. Additionally, cold insulin was being used in the cartridge. The customer's blood glucose level was 555 mg/dl with moderate level of ketones, and was addressed with manual injections. During the call with tandem technical support, the customer completed the load process successfully and resumed insulin delivery.